Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.